Event description:
It was reported there was a return of symptoms and the patient was throwing up. It was noted the patient was concerned the implantable neurostimulator (ins) "may be depleting." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information was received which reported that the patient was seen in her healthcare provider's (hcp's) office the day prior to the report. Impedance measurements were within range. The patient's voltage setting, as well as cycling time, was increased. The reporter indicated that the patient would follow-up with her hcp in 30 days.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2005, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that as of the date of this report, the patient had five months left on their battery. It was stated, the patient was eating again and gaining weight. No further information was reported.